Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02/19/2019. International UDI: (B)(4); serial number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported by the international customer that the ventilator had an "error when filling in the file for a battery order for preventative maintenance". Additional information about the event has been requested. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 27feb2019, serial : (B)(4), date rec¿d by MFR : 07feb2019. Reportedly, the customer received a quote for a battery replacement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.